Manufacturer narrative:
The customer is not willing to give and pt info due to hippa privacy laws. There is no expiration date for this product. It was reported that the serial number labels had been removed from the products so the customer could not provide a serial number. As a result, the date of manufacture could not be determined. The light handles were not returned to the MFR for further eval. Through investigation and communication with the biomedical engineering department of the hospital, it was reported that the e-clips that hold in the thumb screws were allegedly rusted as a result of the cleaning solution being used at the hospital. This allegedly resulted in the e-clips breaking and no longer holding in the thumb screw. The light handles were replaced for these surgical lights. No adverse consequences were reported as a result of this event. This is not a single use device.

Event description:
(B)(4). It was reported that a screw allegedly fell out of a surgical light handle assembly and onto the surgery drape. It was further reported that a pt was on the table at that time. There were no adverse consequences reported.